Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working wall outlet, tandem charging cable, and wall adapter, and a power source alert had appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer was advised that replacement tandem charging cable and wall adapter would be sent within two days, to call back after returning to the united states for replacement supplies, and to rely on multiple daily injections if pump battery depleted before receiving new charging supplies. Further information was unable to be obtained.